Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device ac power cord was received on (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.